Manufacturer narrative:
(B)(4). Batch # n5340y. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. While performing the functional test it was noted that during the activation of the closing trigger the anvil did not close and the closing mechanism did not latch or locked the jaws. This is consistent with damage to the release button. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the device fired the first time, but would not fire on the second attempt. No buttressing was used. It was not known how the staples were formed. A like device was used to complete the procedure. There was no patient consequence.